Manufacturer narrative:
Although the end user reported no complaint against the safari2 guidewire, this medwatch report is being filed as a good faith measure based on the fact that the ventricular rupture could have been because of the fragile ventricular condition, but we cannot eliminate the association of the valve or the safari as contributory factors for the issue as they were both inside the patient when the adverse events occurred, and the patient was stable before the devices were introduced. The safari2 guidewire is expected to be returned for evaluation but had not been received at the time this medwatch report was filed. Lot traceability was provided. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use (dfu) warnings section, "when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation." The directions for use note this adverse event as a possible adverse event associated with the tavr/tavi procedure. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical conditions may have impacted on the event as reported. If additional information is received or the product is returned for analysis a follow-up medwatch report will be filed.

Event description:
The patient was undergoing a transcatheter aortic valve replacement procedure (tavr) as reported by the distributor: event description: it was reported that: per cnf: action: this is not a complaint against lotus edge, it is just an information for further investigation! Lotus was implanted without any troubles over safari without any problems, lotus was deployed till final position and after evaluation of position, both physicians decided that valve was too low and had to be replaced for a better position to avoid pacemaker. Lotus was retrieved without any problems and during advancing into second attempt, pressure dropped down. Valve was parked just before annulus into ascending aorta and after evaluation of blood pressure, they figured out that some ventricle leakage occurred. So they did a pericardial puncture and resolved the problem until patient was stable. After that point, physician decided to implant valve again and advanced valve again, which was parked in the meantime during puncture in the descending aorta. After crossing the annulus, pressure dropped down again and safari made a strange movement. Physician pulled the wire until it showed a normal position and wanted to go ahead but pressure dropped down steady. So they decided to remove the valve and started CPR. After a certain time, they stopped and patient died. So again: no complaint for lotus or safari, according to physicians opinion, it could have happened with every tavi!! Per email: xray pictures will follow soon, as soon as they are being anonymized. Devices will be send back for further investigation, but please: no complaint against the devices from customer side, problem was on patient side. Lotus worked absolutely fine without any troubles! Was bav performed? No. Did any patient harm occur? Yes. Access site: trans femoral. If yes, how resolved? Death. Action taken to resolve: device removed c. What is the cause of death? Rapture of ventricle. In the physician's opinion, is the device related to the death event? No, no complaint against device!! Problem because of fragile ventricle. What were the possible contributing factors? (Patient comorbidities, device malfunctions, etc.) : patient had fragile ventricle, very old, not so good general condition. When did the death occur? During procedure. Describe the events leading up to the death: ventricle rapture. What actions were taken (blood transfusion, surgery, CPR, etc.)? CPR, pericardial puncture.

Manufacturer narrative:
This is a follow-up to the previous medwatch report as additional information was received and the guidewire was returned for evaluation. It was further reported that after use no device showed any abnormality - lotus or safari - devices have been sent back for analysis. The safari2 guidewire was received for analysis on april 28, 2019. As received, the specimen consisted of 1 each safari2 275cm x sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly pouches. Dimensional verification: the specimen presented a dim "a" length of 275.70cm, formed curve dimensions of 2.95cm x 3.50cm, and a finished diameter of .03460" to .03465". A gage bushing certified to be .0360" could not be passed over the length of the specimen due to the nature of the damage presented. Observation findings: the specimen presented offset/overlapping coil wraps creating localized oversized diameters to .03945" throughout the formed curve region and kinks/bends of varying frequency and severity scattered over the length of the device. The specimen also presented scraped, frayed ptfe coating scattered throughout the length of the device. All joints appeared to be intact and correct. Except where noted, the specimen device appeared visually and dimensionally correct. Summary of findings: a review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defects prior to shipment. The history records indicated this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the specimen presented offset/overlapping coil wraps creating localized oversized diameters to .03945" throughout the formed curve region and kinks/bends of varying frequency and severity scattered over the length of the device. The specimen also presented scraped, frayed ptfe coating scattered throughout the length of the device. The detailed event narrative did not make any mention of damage to the safari2 device; additionally, the event narrative stressed that there was no complaint against the safari2 device. The safari2 device was shipped to boston scientific (bsc) galway with the lotus device on march 19, 2020; bsc galway indicated they had no interaction with the safari2 specimen. The safari2 device was not received at lake region medical until april 28, 2020. It was reported that after the procedure no device showed any abnormality - lotus or safari; therefore, it is likely that the damage noted above may have occurred post procedure due to shipping and handling. An "as received" photograph of the products received from boston scientific shows the guidewire tightly wrapped/coiled inside itself. The tight wrapping of the safari2 guidewire for return likely caused the offsets, bends and scrapped ptfe coating that was evident in the returned sample. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use (dfu) warnings section, "when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical factors have contributed to the event as reported. This is further supported by the physicians statement: "no, no complaint against device!! Problem because of fragile ventricle" and "patient had fragile ventricle, very old, not so good general condition". Although the end user reported no complaint against the safari2 guidewire, this medwatch report is being filed as a good faith measure based on the fact that the ventricular rupture could have been because of the fragile ventricular condition, but we cannot eliminate the association of the safari2 as contributory factor for the issue as it was inside the patient when the adverse event occurred, and the patient was stable before the device was introduced. If additional information is received a follow-up medwatch report will be filed.